Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty positioning the device and difficulty/resistance removing the device could not be replicated in a testing environment as they were based on operational circumstances. Stent damage was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery. Two guide wires were advanced as buddy wires and predilatation was performed at the lesion. A non-abbott balloon was advanced as an anchor balloon. The physician anticipated that there may be some interaction between the anchor balloon and the xpedition stent delivery system (sds); however, the 3.0x38 mm xpedition sds was advanced in an attempt to cross the lesion. The stent delivery system became caught on the anchor balloon, resulting in the xpedition sds and the anchor balloon being removed together as one unit. After retraction, the xpedition stent was observed to have flared stent struts. After changing the guiding catheter, a new 3.0x38 mm xpedition sds was advanced which crossed to the lesion and was deployed successfully, after which postdilatation was performed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Xience xpedition is currently not commercially available in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience prime) and is therefore similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.